Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("right ostia partial essure coil penetrating into endometrial cavity/ perforation:right essure coil penetrating into the endometrial cavity/ migration of essure device location of device: right essure coil penetrating into the endometrial cavity,"), pelvic pain ("pain"), internal haemorrhage ("inside bleeding"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("spontaneous abortion") in a 28-year-old female patient (gravida 5, para 2) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included cramp in lower abdomen, anxiety, panic attacks, asthma and ovarian cyst. Concomitant products included ibuprofen and tramadol. In 2008, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 day after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/urinary tract/ vaginal) type:uti"). In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2012, the patient experienced rash ("rashes or skin conditions type: skin"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), dyspnoea ("shortness of breath"), internal haemorrhage (seriousness criterion medically significant), back pain ("back pain"), pain in extremity ("leg pain"), cystitis ("infection (bladder/urinary tract/ vaginal) type: bladder/urinary,") and procedural haemorrhage ("I was bleeding a bit more then I should have been"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (surgical removal of coil(s)) and surgery (to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, rash, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, dyspnoea, internal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, back pain and pain in extremity had resolved and the cystitis and procedural haemorrhage outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, dyspnoea, headache, internal haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, procedural haemorrhage, rash, tooth disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2008, approximately 4 coils into the uterine cavity on each side indicating excellent placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion on (B)(6) 2012, hysterosalpingogram showed left-sided essure device remains in place. The left fallopian tube is occluded. Portions of a right-sided essure device remain in place, which probably represent the radiopaque markers on both ends of the device. The intervening, linear, metallic type opacity seen on the contralateral side and typically seen with an essure device is missing from the right side. This presumably was removed, as the patient reports that the right-sided essure device was previously removed. The right fallopian tube is occluded. The opacified endometrial cavity is within normal limits. On (B)(6) 2012, findings: left ostia occluded. No essure coil visible. Right ostia partial essure coil penetrating into endometrial cavity, otherwise normal proliferative endometrial lining visualized. Concerning the injuries reported in this case, the following one was described in patient's medical record: right ostia partial essure coil penetrating into endometrial cavity. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received. Concomitant condition, concomitant drug were added. Events added per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pregnancy (stillbirth or miscarriage), skin, migraines, headaches, migration of essure device location of device: right essure coil penetrating into the endometrial cavity/ perforation (other) please describe and state the location of the perforation: right essure coil penetrating into the endometrial cavity, dental problems, nickel allergy, dysmenorrhea, dyspareunia, shortness of breath, inside bleeding, back pain, leg pain. Updated onset date, outcome. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right ostia partial essure coil penetrating into endometrial cavity") and pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included vaginal bleeding, back pain and cramp in lower abdomen. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of coil(s)) and surgery (to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2008, approximately 4 coils into the uterine cavity on each side indicating excellent placement. Diagnostic results: on (B)(6) 2012, hysterosalpingogram showed left-sided essure device remains in place. The left fallopian tube is occluded. Portions of a right-sided essure device remain in place, which probably represent the radiopaque markers on both ends of the device. The intervening, linear, metallic type opacity seen on the contralateral side and typically seen with an essure device is missing from the right side. This presumably was removed, as the patient reports that the right-sided essure device was previously removed. The right fallopian tube is occluded. The opacified endometrial cavity is within normal limits. On (B)(6) 2012, findings: left ostia occluded. No essure coil visible. Right ostia partial essure coil penetrating into endometrial cavity, otherwise normal proliferative endometrial lining visualized. Concerning the injuries reported in this case, the following one was described in patient's medical record: right ostia partial essure coil penetrating into endometrial cavity. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and medical record received. New event added- right ostia partial essure coil penetrating into endometrial cavity. Lab data, patient information, essure indication and historical conditions added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right ostia partial essure coil penetrating into endometrial cavity/ perforation:right essure coil penetrating into the endometrial cavity/ migration of essure device location of device: right essure coil penetrating into the endometrial cavity,'), pelvic pain ('pain'), internal haemorrhage ('inside bleeding'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('spontaneous abortion') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for birth control: depo-provera on (B)(6) 2008 and depo-provera from 2000 to 2006. Concurrent conditions included anxiety since 2008, panic attacks since 2008, cramp in lower abdomen, asthma, ovarian cyst, vaginal infection, itching, menses irregular, depression and flank pain. Concomitant products included hydroxyzine since 2008, ibuprofen, salbutamol (albuterol) since 2008 and tramadol. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"), 1 day after insertion of essure. In (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/urinary tract/ vaginal) type:uti"). In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and underwent surgery ("surgery nos"). In 2012, the patient experienced rash ("rashes or skin conditions type: skin"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspnoea ("shortness of breath"), internal haemorrhage (seriousness criterion medically significant), back pain ("back pain"), pain in extremity ("leg pain"), cystitis ("infection (bladder/urinary tract/ vaginal) type: bladder/urinary,") and procedural haemorrhage ("I was bleeding a bit more then I should have been"). The patient was treated with surgery (surgical removal of coil(s) and to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, rash, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, dyspnoea, internal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, back pain and pain in extremity had resolved and the cystitis and procedural haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, dyspnoea, headache, internal haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, procedural haemorrhage, rash, surgery, tooth disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2008, approximately 4 coils into the uterine cavity on each side indicating excellent placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2012, hysterosalpingogram showed left-sided essure device remains in place. The left fallopian tube is occluded. Portions of a right-sided essure device remain in place, which probably represent the radiopaque markers on both ends of the device. The intervening, linear, metallic type opacity seen on the contralateral side and typically seen with an essure device is missing from the right side. This presumably was removed, as the patient reports that the right-sided essure device was previously removed. The right fallopian tube is occluded. The opacified endometrial cavity is within normal limits. On (B)(6) 2012, findings: left ostia occluded. No essure coil visible. Right ostia partial essure coil penetrating into endometrial cavity, otherwise normal proliferative endometrial lining visualized. Concerning the injuries reported in this case, the following one was described in patient's medical record: right ostia partial essure coil penetrating into endometrial cavity, pelvic pain. Most recent follow-up information incorporated above includes: on 24-apr-2020: event added to case "surgery nos'; patient history updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right ostia partial essure coil penetrating into endometrial cavity/ perforation:right essure coil penetrating into the endometrial cavity/ migration of essure device location of device: right essure coil penetrating into the endometrial cavity,'), pelvic pain ('pain'), internal haemorrhage ('inside bleeding'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('spontaneous abortion') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for birth control: depo-provera on (B)(6) 2008 and depo-provera from 2000 to 2006. Concurrent conditions included anxiety since 2008, panic attacks since 2008, cramp in lower abdomen, asthma, ovarian cyst, vaginal infection, itching, menses irregular, depression and flank pain. Concomitant products included hydroxyzine since 2008, ibuprofen, salbutamol (albuterol) since 2008 and tramadol. In 2008, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"), 1 day after insertion of essure. In (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/urinary tract/ vaginal) type:uti"). In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and underwent surgery ("surgery nos"). In 2012, the patient experienced rash ("rashes or skin conditions type: skin"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspnoea ("shortness of breath"), internal haemorrhage (seriousness criterion medically significant), back pain ("back pain"), pain in extremity ("leg pain"), cystitis ("infection (bladder/urinary tract/ vaginal) type: bladder/urinary,") and procedural haemorrhage ("I was bleeding a bit more then I should have been"). The patient was treated with surgery (surgical removal of coil(s) and to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, rash, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, dyspnoea, internal haemorrhage, pregnancy with contraceptive device, abortion spontaneous, back pain and pain in extremity had resolved and the cystitis and procedural haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, back pain, cystitis, dysmenorrhoea, dyspareunia, dyspnoea, headache, internal haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, procedural haemorrhage, rash, surgery, tooth disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2008, approximately 4 coils into the uterine cavity on each side indicating excellent placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2012, hysterosalpingogram showed left-sided essure device remains in place. The left fallopian tube is occluded. Portions of a right-sided essure device remain in place, which probably represent the radiopaque markers on both ends of the device. The intervening, linear, metallic type opacity seen on the contralateral side and typically seen with an essure device is missing from the right side. This presumably was removed, as the patient reports that the right-sided essure device was previously removed. The right fallopian tube is occluded. The opacified endometrial cavity is within normal limits. On (B)(6) 2012, findings: left ostia occluded. No essure coil visible. Right ostia partial essure coil penetrating into endometrial cavity, otherwise normal proliferative endometrial lining visualized. Concerning the injuries reported in this case, the following one was described in patient's medical record: right ostia partial essure coil penetrating into endometrial cavity, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.